Event description:
Reporter indicated that vns pt has been diagnosed with horner's syndrome. It was reported that the horner's syndrome is believed to have been caused by the vns implant procedure. Further follow up concluded that there has been no improvement in pt's condition and that the pt's progress will be monitored.